Manufacturer narrative:
Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, the cause of the ventricle perforation was reported to be likely related to device manipulation with the nosecone of the delivery system contacting the ventricular wall during valve positioning. However, the edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a native mitral valve, is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, during a sapien xt valve implant procedure in the mitral position, the patient sustained a ventricular perforation. The surgeon repaired the leak, the chest was closed, the patient left the room in stable condition. The surgery being performed was an open mitral valve replacement using a 29mm sapien xt valve. The valve was placed under direct visualization with the patient having an open sternotomy. The patient's anatomy was 'short' and direct visualization of the valve was unachieved for which the surgeon used a scope to gain a better view. The valve was crimped onto the ascendra+ delivery device and inserted directly into the mitral space without the sheath. Positioning the valve was difficult and the surgeon felt that it was not deep enough to be deployed as he was experiencing resistance. He continued to try to achieve the effective depth and in doing so, felt that the delivery system had pierced the wall of the left ventricle as he assumed the nose-cone of the delivery system was flush up against the wall and causing the resistance. Once the valve was in a satisfactory position, it was deployed with excellent results. During closure, it was noted that there was a leak coming from the left ventricle and a small tear was discovered in the lateral wall of the apex. The surgeon repaired the leak without concerns. The chest was closed and the patient left the room in a stable condition. The ventricle perforation was perceived to have been caused by the nose-cone as the physician pushed the device against the ventricular wall during valve deployment.